Manufacturer narrative:
Surgical images were reviewed and found the iris registration failed and a message was displayed to the doctor. In addition, it was found the icl was not removed before the surgical procedure. The icl changed the laser focus posteriorly approximately 1.0 mm. The last surgical frame that captures the completion of the capsulotomy, frame 9, showed that the capsulotomy was performed in the lens. The icl pushed the laser treatment posteriorly. The doctor performed a vitrectomy, the iol will be changed to a c loop type. Having an icl implanted would be a contraindication for surgery.

Event description:
On 10/05/2018, lensar representative reported that the doctor had a procedure in which the capsulotomy was made in the middle of the lens and the chop ablated on the posterior lens. According to the surgeon, the patient had icl (staar) in his eye and the surgeon removed icl from his eye to do a cataract surgery. According to the clinical application staff, the scan procedure was successful and iris registration failed. No message was showed during the surgery.

Manufacturer narrative:
Surgical images were reviewed and found the iris registration failed and a message was displayed to the doctor. In addition, it was found the icl was not removed before the surgical procedure. The icl changed the laser focus posteriorly approximately 1.0 mm. The last surgical frame that captures the completion of the capsulotomy, frame 9, showed that the capsulotomy was performed in the lens. The icl pushed the laser treatment posteriorly. The doctor performed a vitrectomy, the iol will be changed to a c loop type. Having an icl implanted would be a contraindication for surgery.

Event description:
On (B)(6) 2018, lensar representative reported that the doctor had a procedure in which the capsulotomy was made in the middle of the lens and the chop ablated on the posterior lens. According to the surgeon, the patient had icl(staar) in his eye and the surgeon removed icl from his eye to do a cataract surgery. According to the clinical application staff, the scan procedure was successful and iris registration failed. No message was showed during the surgery.